Event description:
A nursing tech reported the ultrasound was inoperative and a system message was received indicating the handpiece was not connected, prior to a procedure. The staff attempted to troubleshoot by replacing the handpiece, however, the system message persisted. The surgeon decided to begin the procedure and perform a manual "phasectomy" since the pt had already been prepped. There was no pt harm reported. The customer reported the company service rep verified that the handpieces were properly stored. The handpieces were being stored with their cables coiled. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).